Event description:
Our rep is reporting that during an arthroscopic knee repair, with the use of an fms duo pump for fluid management, the pt's leg became extravasated. It appears that the pump was running constantly for at least 10 minutes: at this point the pt's leg "started rising" and became "rock hard". The stopped what he was doing, had the nurse check the pump. They noted that the fill chamber was full, they checked all of the connections, and they were all secure. The surgeon stopped the repair, loosened the tourniquet, allowed some time for the leg to soften, switched to another pump and continued the repair successfully without further issue or harm to the pt. Procedure was extended by 30 minutes. The pt was sent home and received a follow up call the next day and reports no issues.

Manufacturer narrative:
Mitek is, at this point in time, in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.